Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. During lead analysis it was found that the lead body insulation was massively damaged by crushing and deformation approximately 35 cm distal to the is4 connector pin. The coil was broken at this point. This damage is highly likely the cause of the clinical complaint. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged lead body structure suggest excessive mechanical load on the lead due to subclavian crush syndrome. Cuts in the insulation were found, which are likely due to the explantation procedure. The production process for this lead was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary, there was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - it was reported that there were increasing pacing thresholds on this lead. There were also pacing interruptions due to exit block.